Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using another device. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable make exposure. The fse analyzed the system log file and identified the can post (controller area network power-on self-test) has failed. Upon further troubleshooting, fse examined the sib(system interface board) and identified the led was abnormal. To resolve this issue, fse replaced the sib box and returned to philips for further analysis. The analysis of the sib box confirmed a malfunction in the monostable multivibrator u34, a component within the sib box, which could lead to ECG circuit non-functional. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to make exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.